Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during the stapling of the fundus, while using the blue reloads, the tissue got thicker and the blue reload fired but the outer row of staples did not form. It was observed that there was tearing along the staple line. To resolve the issue, they oversewed the area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.